Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: some bd plastipack 50ml luer lock syringes look greasy inside they get a greasy rim near the tip when you push them in. It was reported that whilst manufacturing a product we have noticed that some bd plastipack 50ml luer lock syringes look greasy inside they get a greasy rim near the tip when you push them in. The bns of the syringes are bn: 2507084, 2505090 and 2508023. When did the incident occur? Before use.